Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 05dec2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that a v60 ventilator generated a low tidal volume error message. Reportedly, the flow sensor was out of range. The ventilator was not in use on a patient at the time of the reported event. The event date was not specified; estimate used.

Manufacturer narrative:
PMA/510k: 05sep2019. Date of report: 09sep2019. The customer declined to provide repair details. If additional information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.